Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately nine days post implant, the right ventricular (rv) lead exhibited no capture and dislodgement was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.